Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 69mm aaa and 37mm lcia on (B)(6) 2020. The infrarenal neck was dilated and short. At the start of the procedure the liia was coiled due as it was too dilated to obtain a seal. It was reported during the index procedure, after the bifurcate and 2 limbs were implanted, a suspected type ia endoleak was seen. Due to the neck anatomy 9 endo-anchors were placed, however, the endoleak was persistent. A pigtail catheter was positioned within the body of the graft, and the endoleak appeared worse towards the lower part of the graft present in the aaa sac and the lcia aneurysm. The endoleak was more obvious just below the overlap of the left contralateral limb. We suspected a hole in the graft fabric, but angiogram could not identify exactly where. The physician lined the etlw1613c199ee with a etlw1613c156ee landing it 1cm below the flow divider and 20mms above the bottom of the etlw1613c199ee. A further angio run with the pigtail in the body of the graft showed a lot of blush and the endoleak was still present. The type of endoleak seen remains unknown with a query for type I ii iii and IV due to presence of endoleak seen at the top of the graft, a suspected hole in the graft and porosity, and a suspected type ii from a lumber artery. Per the physician the cause of the unknown endoleaks are undetermined. No additional clinical sequelae were reported and the patient will be monitored.